Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for low blood glucose of 40mg/dl. Customer treated with a glucagon shot. Customer indicated that their blood glucose value was 254mg/dl at the time of the call. There was no indication that the insulin pump over delivered insulin. The customer was assisted with troubleshooting and the customer stated that the drive support cap was normal and the pump passed the displacement test. The product was not returned for analysis. Customer was advised to monitor the pump and blood glucose and call back if any further issues.